Manufacturer narrative:
The operator stated that the patient sample was run in a lithium heparin tube. The instructions for use for lithium on dimension instruments states: "do not use collection tubes containing lithium heparium." The operator found a sample from the patient that was not in a lithium heparin tube and reran the sample to obtain the correct result. The cause of the falsely elevated lithium result is user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated lithium result was obtained on a patient sample on the dimension vista 1500 instrument. The discordant result was reported to the physician(s), who did not question the result. The patient was in the emergency room, and was discharged based upon the discordant result. The laboratory discovered they had used the incorrect tube type, reran the patient sample, and issued a corrected report to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated lithium result.